Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet was dropped, after which the touchscreen assembly separated into two pieces and became unusable, preventing continued operation; the issue pertained to the display component and was characterized as a loss of or failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a bonding failure of the component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.